Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the physician was disappointed in the device longevity. It was noted the device outputs were high. Device replacement is planned. No patient complications were reported as a result of this event.